Event description:
Customer reports they had difficulty removing the blood collection device from the angiocath. When they finally were able to remove the blood collection device, "blood got all over things." No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4).patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.